Event description:
The device was connected to a pt, described as in full arrest, through medi-trace defibrillation/pacing/ECG electrodes. Reportedly, the device continuously prompted connect electrodes and an analysis of pt ECG could not be completed as a result. The rptr did not know pt outcome or if there were any adverse affects to the pt resulting from the reported event.